Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, unexpected myopia and astigmatism was occurred following cataract surgery. According to the surgeon's opinion, the product that contributed to the event was refractive surprise.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced diplopia. Clinical reason being mentioned as anisometropia. The iol was explanted and exchanged with an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.